Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered atrial pacing onto the patients rhythm t-wave. Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed how the programmed settings needed to be adjusted to prevent this from occurring. Additionally, anti-tachycardia pacing (atp) that was delivered accelerated the patients ventricular tachycardia (ventricular tachycardia (vt) to ventricular fibrillation (vf), with shock delivery successfully converting the vr. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.